Manufacturer narrative:
The insulin pump was received with a cracked case. The insulin pump had a blank display due to the battery tube not being plugged in properly.

Event description:
The customer called to report a blank display and a crack on the screen. Troubleshooting was performed and the display remained blank. Nothing further was reported.